Manufacturer narrative:
As of (B)(6) 2017, patient is reported to have sensory functions fully recovered and attending planned neurological rehab as a part of the treatment. No permanent impairment related to the exablate treatment has been reported by the treating physician.

Manufacturer narrative:
The retrospective analysis of the treatment has not indicated any system technical failures or user error. The exablate neuro functioned as intended. Swelling of surrounding tissue with associated neurological deficits or symptoms has been reported after treatment with exablate neuro; such events have been transient in nature. The risk is inherent to the procedure. Approximately 2 weeks after the treatment, the treating physician reported that the patient is doing better and was released home. (B)(4).

Event description:
The patient was treated for the essential tremor with exablate neuro at (B)(6) hospital ((B)(6)). One day after the treatment, the physician reported that the patient experienced weakness of right upper extremity, the right side of the patient's mouth appeared to be bent downward and the patient was slurring his speech. The mr scans taken the morning after the treatment showed edema beyond the treatment spot. The patient remained in the hospital. Approximately 2 weeks after the treatment the treating physician reported that the patient is doing better and was released home.